Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This report for a check heater line alarm was not confirmed in the lab as the sample was not returned for evaluation. Disconnecting and reconnecting the bag did not contribute to check heater line alarm. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Reportedly on (B)(6) 2011, the homechoice (hc) machine sounded a check heater line alarm during fill 1. The patient was connected to the hc. The home patient (hp) stated that he disconnected the heater bag to inspect the connection. The technical service representative (tsr) advised the hp to use new disposables. No clinical consequences for the patient were reported. No further information is available.